Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (GBM) started Optune Gio therapy on (b)(6) 2025. On (b)(6) 2026, Novocure was informed that the patient developed a wound measuring approximately 2 cm x 1 cm in the occipital region of the scalp. The wound was initially managed at home by the patient's caregiver. However, approximately one week prior to reporting, the wound worsened, and the patient began receiving professional wound care services on (b)(6) 2026. As a result, Optune Gio therapy was temporarily discontinued. On (b)(6) 2026, the patient's caregiver further reported that the patient had been hospitalized. The reason for hospitalization was not provided. However, it was noted that the patient had not been using the device since the onset of the scalp issues and was planning to resume Optune Gio therapy on (b)(6) 2026. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical Device Site Reaction is an expected event with Optune Gio device use (EF-11 16% and 53% EF-14 Optune arm).